Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while charging the pump declared a power source alert then the battery gauge immediately jumped from 40% to 100%. The battery gauge then remained at 100% for the remainder of the day. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would continue using the pump until the replacement was received.